Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the monopolar handle confirms insulation damage (crack) at the distal end of the shaft. The monopolar handle failed the insulscan test. Probable root cause/s for the insulation damage could be improper sterilization methods and or normal wear and tear. The product was returned and the failure mode was confirmed. The failure mode will be monitored for future recurrence.

Event description:
It was reported that the insulation has been compromised.